Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis with the reported and the issue was confirmed using logs, log review revealed recurring errors 2-8a and m-02. During testing, the unit displayed error code c-06 followed by m-11 at startup and the logs recorded codes c-00, c-84 and m-02.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grounding pad icon had turned red after initially being green and functioning. The customer had first swapped the grounding pad and power-cycled the energy unit, but the icon had remained red. Additionally, the customer place a new grounding pad on a forearm for a test, but the icon had still remained red. The troubleshooting had then involved reviewing system logs, and multiple m-02 errors had been observed. It was later reported that the energy generator remained nonfunctional and the robot could not be used. The procedure was continuing with third party generator with no reported injury.

Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the generator.

Event description:
Refer to h11 for follow-up information.